Event description:
It was reported the patient's scs ipg was explanted and replaced due to being inoperable after not being charged for a significant amount of time. Stimulation was restored with the surgical intervention and is effective.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.